Event description:
Healthcare professional reported "multiple folded and invaginated lines are visualized, with the presence of silicone trapped between the capsule and the envelope, suggesting a sign of linguine, nodular images in a snowstorm of up to 14mm, intracapsular rupture, lower inner quadrant image of the left breast that may correspond to a small fibroadenoma, birads 3 and with signs of intra and extracapsular rupture and ipsilateral axillary siliconomas " confirmed by MRI. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.